Event description:
On (B)(6) 2021, this patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. After all devices were implanted, angiography revealed a proximal type I endoleak from the trunk-ipsilateral leg endoprosthesis. Additionally, an aortic extender endoprosthesis (pla280300j) was implanted proximally. The right renal artery was unintentionally partially covered by the aortic extender endoprosthesis. The physician decided to monitor the coverage. The proximal type I endoleak was resolved.